Manufacturer narrative:
The patient has type 2 diabetes mellitus and has been taking metformin tablets as well as has a stable blood sugar for a long time. After using clickfine to complete an insulin injection, the patient experienced allergic reactions such as body fever of 38.8°c, rash, and itching (abdomen area). She went to the hospital to receive treatment and mentioned that the injection site was very painful. Inspection of the injection site by the doctor confirmed redness, swelling, itching, and in addition, a local subcutaneous ecchymosis (about 3.5cm in size). The doctor gave some medicine to the patient and advised her to come back to the hospital when she felt or found anymore abnormality. No devices were returned for investigation. Several testing and documents were reviewed: bioburden report, endotoxin report, irradiation certificate, biocompatibiilty testing, manufacturing documentations. However, no abnormalities were found. The review of manufacturing history showed no abnormalities or deviations from the validated manufacturing process including the 100% in-process control for needle tip to cannula check prior to fitting of the protective cap.

Event description:
The patient has type 2 diabetes mellitus and has been taking metformin tablets as well as has a stable blood sugar for a long time. After using clickfine to complete an insulin injection, the patient experienced allergic reactions such as body fever of 38.8°c, rash, and itching (abdomen area). She went to the hospital to receive treatment and mentioned that the injection site was very painful. Inspection of the injection site by the doctor confirmed redness, swelling, itching, and in addition, a local subcutaneous ecchymosis (about 3.5cm in size). The doctor gave some medicine to the patient and advised her to come back to the hospital when she felt or found anymore abnormality.